Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via email that an ar-3770sp hybrid knee fibertak was difficult to malleted in and did not fully seat. When the surgeon attempted to set the anchor, it pulled out. The surgeon was concerned that the patient's patella would be fractured with another ar-3770sp hybrid knee fibertak, so the case was completed using a 2.9 pushlock. This was discovered during an mpfl procedure on (B)(6)2024. Additional information received on 8/26/2024: an ar-3710 knee fibertak disposable kit was used to prepare the bone socket for the insertion of the ar-3770sp hybrid knee fibertak. The surgeon felt the drill was inadequate to accommodate the patellar bone's anchor. A second ar-3770sp hybrid knee fibertak was not used; instead, the surgeon completed the case with an ar-1923ps peek pushlock. The was delayed for five minutes without additional anesthesia.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.